Event description:
A pharmacist reported to baxter (B)(4) that a bag of accusol has a tear in the top left corner. There was no patient involved. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter?s commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Two unused samples were returned for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The complaint could not be confirmed through leak testing. Baxter will continue to monitor similar reports to determine if further actions are required.